Manufacturer narrative:
Per the lot number on the device, this item was sold to the distribution center in (B)(6) 2018. It is unknown when the distributor sold the device to the end user. The returned device was checked for proper material and hardness. Both readings were found to be within conformance per the product specifications and intended use. Upon evaluating the returned instrument the small curette end was confirmed to be broken off. The piece that broke off was not returned with the device. There appeared to be signs of stress around the break that is indicitive of excessive force on the device. It can be determined from the evaluation that the damage was most likely the result of use not per the intended use of the device. This is an isolated event and no further actions are required. This can be seen as a the final report. If additional information is obtained that alleges any additional patient involvement or need for corrective actions a follow up report will be submitted.

Manufacturer narrative:
The part is being returned for evaluation but has not been received yet. There has been a total of (B)(4) sold of this product since 2012 with no additional complaints recorded. A follow up report will be submitted once the product is evaluated.

Event description:
The customer alleged that during the procedure, the surgeon was drilling with a midas rex drill. Post drilling, the curette was being used in the area when it sheared. A piece of the currette fell into the patient. The piece was removed with no further affect on the patient.